Manufacturer narrative:
Results: the sleeve of np needle was loose. Bdj received an actual sample and confirmed that rubber sleeve wasn't assembled to green hub properly. Photos were submitted of an eclipse sample with the sleeve not secured on the barb of the hub. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6197703. Conclusion: an absolute root cause has not been determined within the scope of this evaluation.

Event description:
It was reported that bd eclipse¿ blood collection needle with luer adapter had a loose sleeve and loose holder. No injury or medical intervention reported.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi.